Event description:
The reporter stated that tubing snapped as the nurse went to access the pt's PICC line. It snapped immediately after reporter had moved the clamp to open the line. Set was replaced with no further issues. Initial reporter stated that there had been eight occurrences. However, specific info was only available for two.